Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-6068-90r was received for investigation. Functional testing identified that the nitinol wire was able to be deployed as intended. No problem found.

Event description:
On 11/18/2021, it was reported by an arthrex employee via email that an ar-6068-90r quickpass lasso wire loop does not come out of the tip of the driver. The wheel stops advancing halfway, preventing for wire loop to fully come out for proper usage. This was discovered during a procedure on (B)(6) 2021. Surgeon used a new device to complete case and patient was not affected. After receiving additional information on 11/19/2021, arthrex employee has confirm this occurred during a bankart repair and a new ar-6068-90r from an unknown lot number.